Event description:
The patient was enrolled in the (B)(6) study. It was reported that left bundle branch block (lbbb) and complete heart block (chb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given. The patient was on a prior regimen of antiplatelet other than aspirin at the time of the index procedure. The patient received a loading doses of 324 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty followed by deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the valve in the delivery system catheter in accordance with the dfu (directions for use). Post dilatation was not performed. Event summary: the same day of index procedure, the subject developed left bundle branch block post implantation of the study device. Five days later a permanent pacemaker was implanted. Three days later, the patient was discharged on aspirin and warfarin.